Event description:
I use the dexcom g7 cgm to monitor my blood glucose. Insertion date was (B)(6) 2025. Since insertion is had to recalibrate 4 times (3 of which was writhing 14 hours of initial insertion), it loses signal several times an hour and regularly gave false low alerts despite not being in the low at all. Sensor failed this morning (B)(6) at approximately 8 am central. There have been numerous others with similar complaints. Dexcom also touts their g7 as the most accurate and reliable cgm. This is false as it's not even their own most accurate or reliable cgm.